Manufacturer narrative:
Investigation results: result - a sample was not returned for evaluation. A photo evaluation of the device revealed that the tubing was cut. An evaluation of the device history record revealed no abnormalities during the manufacture of the reported lot number 4237354. Conclusions - as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. Of note, our quality engineer states that the assembly flow had been traced and there is no area that will cause the cut.

Manufacturer narrative:
Conclusion code : sample is not available for evaluation. Photos of the device are available and a supplemental report will be filed upon completion of investigation. Other text : samples not available for investigation

Event description:
It was reported that when the bd venflon¿ pro safety IV catheter was removed from the patient's hand at discharge, a part of the cannula dislodged and went into the patient's bloodstream. The patient received an ultrasound of the hand but the cannula tip was not detected. The patient was then taken to the operating room for an x-ray, followed by exploratory surgery. The cannula was not discovered so was then taken to the cath lab to locate the cannula under fluoroscopy, which was also unsuccessful. The patient was kept in the hospital for an additional 24 hour observation and no further complaints or complications were reported. The patient was advised to return every 3 days for follow up evaluation and ultrasound. Patient received regular follow ups but no complications were reported.